Event description:
Customer reported the advantage system gave blood glucose results of 450 mg/dl and 550 mg/dl, at a time when she had no symptoms of hyperglycemia. Customer self-treated with insulin based on the advantage results. She began to have symptoms of hypoglycemia, called emt's 30 minutes later. Emt meter result 10 minutes later was 70 mg/dl, customer treated with food & juice, transported to hospital for further treatment. A request was made for the return of the system and a replacement was sent.